Manufacturer narrative:
(B)(4). Batch # r5857l. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge ecr60b (b) was received unfired with 2 drivers missing and one driver out of position making the reload non-functional. The cartridge reload ecr60b (c) was received with the one-piece sled detached and unfired making it nonfunctional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers and sled to be out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the single-port thoracoscopic lung surgery, could not fire farther with ec60a and ecr60b when severing the lobe of lung. Another reload was used to continue, but the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.